Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed in the week ending (B)(6) 2021. This MFR. Report addresses patient 1 of 2. The customer reported a false positive result with the ID now covid-19 assay. Confirmation testing with pcr generated negative results. . No additional patient information, including treatment and outcome, was provided.